Manufacturer narrative:
The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr resistance, ur_ll resistance and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
The customer reported that the display was wavy and that the touchscreen keeps drifting out of calibration. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.